Event description:
It was reported that the surgeon felt a 'spark' or a shock when using this camera and they jumped. A staff member with the surgeon claims there were no other electrical devices, and the surgeon was wearing gloves. We reckon it was something else or the surgeon themselves that had the issue, and not the device. Could be static. We completed an est with applied parts (on the camera's bare metal part), and it passed". Since the surgeon felt a 'spark' or a shock when using this camera, this case is reportable

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).